Event description:
On 26 february 2024, the complainant contacted leica biosystems and the following details were recorded: ¿under processed tissue on both retorts. Run completed. Mixture of tissue type. Errors 132 insufficient reagent and 821 unpressurized wax transfer. Station contents and fill level setting checked. Xylene bottles 11 and 12 get milky quicker than the other 6 peloris units. All other 6 peloris tissue processors are running fine with no issues, except this one. All processors have the same setting and follow the same routine maintenance and reagents change. Unit not in use.¿ on 27 february 2024, the assigned leica field applications specialist (fas) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿since all the reagents were changed before my arrival, I saw no signs of contamination and no errors outside of error number 821, "unpressurized wax transfer. Drain will be slower then normal. Ensure all wax lids are closed." After going through the event logs, I did see error 18, "cannot run protocol: final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 7." This was before both runs that were affected. I assume bottle 7 changed to 100% in the software, but the ethanol bottle was still 79%. Bottle 7 was the last ethanol bottle before going into xylene, and it could explain why bottle 12 looked milky and why the runs were under-processed.¿ the fas recommended that the complainant ensure reagent bottle changes are conducted properly. The fas documented that the affected patient tissue samples were derived from two (2) ¿5hr ¿ rountine [sic]¿ protocols comprising ¿122(retort a) 128(retort b)¿ cassettes which started in both retort a and b with a start/end time & date of ¿start time retort a 14:54:43 start time retort b 16:38:49¿, respectively. The type(s) and size(s) of the affected tissue was documented as ¿mix of tissue types¿ and ¿2mm -4mm¿, respectively. The tissue artefact was documented as ¿under processed tissue¿ and the affected patient tissue samples were re-processed by ¿reverse process¿. On 01 march 2024, leica biosystems melbourne received information from the local leica field applications specialist ¿ core histology, northeast that all patient cases were diagnosable. Re-biopsy of a patient(s) had not been either recommended or performed. No adverse consequence(s) to a patient(s) has been reported to the manufacturer. On 04 march 2024, the assigned leica field service engineer ii (fse) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿customer reported that bottles 11/12 had traces of milky substance. Upon arrival to site, all bottles had been changed with fresh liquid. Inspected wax baths for air bubbles, all bottles had been inspected by fas [name] and found to be in good condition. Customer stated that under processed tissue at time of incident was removed from instrument and manually processed to completion. No lost tissue as a result.¿ the fse ¿inspected instrument for defects including removing rear panels of instrument and inspected all fittings and components at rear of instrument. No evidence of any current leaks.¿ the fse ¿performed minimum verification procedures, all verifications passed. Customer informed to run test tissue on both retorts prior to resuming normal tissue production.¿.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿5 hr ¿ routine¿ protocol comprising 122 cassettes which started in retort a at 14:54 on 23 february 2024 and completed successfully at 20:28 on 23 february 2024; and ¿5 hr ¿ routine¿ protocol comprising 184 cassettes which started in retort b at 16:38 on 23 february 2024 and completed successfully at 22:12 on 23 february 2024, from which sub-optimal tissue processing was reported by the complainant. The root cause for the sub-optimal processing of patient tissue samples reported from the affected runs was a use error which occurred at 10:00 on 23 february 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Due to the use error detailed, the reagent in bottle 7 (ethanol) with an ethanol concentration of 79% was used for the final dehydration step in the two tissue processing runs detailed above, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum ethanol concentration of 98% is required for use in the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.